Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) was used to capture surgical intervention.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges metal debris and increased metal ion levels.

Manufacturer narrative:
(B)(4).

Event description:
Update 15 aug 2017: pfs and medical records received. In addition to what was previously alleged, patient also alleges pain, multiple hip dislocations and extreme soreness. After review of medical records for MDR reportability it was reported that the patient was revised to address failed left total hip replacement. Revision notes reported polyethylene was dislodged from the acetabulum, small amount of metal debris was present, and minimal to no trunnion corrosion present. Updated the part and lot information. This complaint was updated on: aug 22, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges component fracture but was not specified which component fractured. However, medical records provided previously did not indicate any implant fracture found during the revision surgery. Doi (B)(6) 2013 - dor: (B)(6) 2014 - left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf record received alleges implant fracture but not known which implant fractured.